Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that a surgical intervention was not performed. It was confirmed that there was a complete pocket fill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 13.020 mg/24 hrs via an implantable pump. It was reported that the patient experienced a pocket fill. The rep was notified on friday, (B)(6) 2024 at around 3 o'clock that a patient had a pump refill in the office and was in the hospital now due to a possible pocket fill. The rep was made aware that the patient had left the office after the refill and ended up having cardiac arrest where she was later transported to the hospital. The rep was given orders by the physician to move her pump to minimum rate and confirmed that with the intensive care unit (ICU) nurse and doctor upon the rep's arrival. It was unknown if there were any factors that had led or contributed to the event. Diagnostics/troubleshooting taken included moving the patient to minimum rate and ultrasound and computed tomography (CT) was used to confirm. The issue was resolved at the time of the report.